Event description:
This patient was implanted for treatment for depression. Reporter indicated that patient developed an infection at the chest incision site post implant. Two weeks post implant, the patient was hospitalized at which time he underwent surgical exploration and "washout" of the generator pocket along with IV vancomycin treatment. During the operative procedure, the lead and generator were disconnected so that the generator could be removed from the original pocket. The generator was placed in antibiotic solution and the original pocket was irrigated and debrided. The generator was then placed in a new pocket between the pectoralis major and minor muscles and then reconnected to the lead. A large penrose drain was placed in the original pocket incision. The infection has reportedly resolved.

Manufacturer narrative:
Vns therapy system labeling lists infection as a potential adverse event, possibly related to surgery. Review of manufacturing records for both the pulse generator and the lead confirmed sterilization of devices prior to distribution.